Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure on a female patient. According to the complainant, during the procedure there was difficulty deploying the stent. The procedure was competed with a wilson cook 7fr x 10cm stent. It was reported that the patient had uncontrolled pain post procedure. No additional information is available on the patient's current condition.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any